Event description:
It was reported that a lead safety switch (lss) was activated in this cardiac resynchronization therapy pacemaker (crt-p), switching from bipolar to unipolar mode due to high out-of-range left ventricular (lv) lead pacing impedance measurements exceeding 2000 ohms. Technical services (ts) reviewed the event and observed that the pacing impedance had been chronically high since implantation. Additionally, ts recommended reprogramming the lead back to bipolar mode and performing maneuvers to assess for noise and evaluate the possibility of a lead fracture. However, the physician opted to keep the lv lead in unipolar mode and continue monitoring the patient. The lv lead is a non-boston scientific device. No adverse patient effects were reported. This crt-p remains in service.